Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged neuro tip and bearings, and the ball bearing had fallen apart. It was also determined that the device failed pre-test for cutter insertion and temperature. Therefore, the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the date device returned to manufacturer was documented as september 28, 2018 in the initial report. This has been corrected to october 16, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Correction: upon further evaluation of the returned device, it was determined that the device analysis code of damaged craniotome was added in error and has been updated to component damage - nose cone. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.